Manufacturer narrative:
The insulin pump was received with cracked lcd glass. The pump was unable to confirm blank display or perform the displacement test due to cracked lcd glass. The pump was also received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.